Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 10 months. The device was manufactured in november 2013. The device manufacture date was estimated as 01nov2013. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient went to interventional cardiology on (B)(6) 2018 for outflow graft (ofg) stenting due to obstruction. On (B)(6) 2018 it was reported that the stenting was successful and the patient was doing well following the procedure.

Manufacturer narrative:
The reported event could not be confirmed as no images were provided and the sealed outflow graft is not available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.